Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a colonoscopy procedure, the customer heard a loud ¿pop¿ come from their high definition lcd monitor, following which the device screen went black and the device became unresponsive. There was a 5 minute delay to get a screen switched into the procedure room, and hte patient was under moderate sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a power failure confirmed. The evaluation determined that the lack of power stemmed from a failure of the g1 printed circuit-board. Additionally, slight discoloration was noted on the back vents of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.